Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received an allegation from user regariding the dreamstation auto CPAP caused patient to experience nasal and eye infections. The patient did receive antibiotics as medical intervention. The reported event of nasal and eye infections and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as may be related to the device in this case. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination inconsistent with the degarded sound abatement foam, water ingress in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination and water marks in the device and are consistent with being from an external source, black contamination at the blower seal of the blower box is consistent with the keratin contamination. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal and eye infections. The patient did receive antibiotics as medical intervention this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.